Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "failing to auto restart" after a "downstream occlusion" alarm which was reproduced. "During the eval, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor and the downstream tubing guide were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it had "failed to auto restart" after a "downstream occlusion" alarm. There was no pt involvement.